Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. No patient harm or surgical delay reported. However, based on health hazard evaluation #103134971 the non-conforming conical lock nut, 8mm p/n 175491150 in lots arndc6 &arndc7 have been shown to result in difficulty mating with the intermediate tighter and final tightening shaft which could result in harms associated with surgical delay. A field action has been initiated for these two specific lots and was reported to the FDA on april 22, 2015; reference report 1526439-04-22-15-001-r. The product problem is specific to lots arndc6 &arndc7 and no other lots are impacted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These nuts were delivered to the hospital today from edc, and we were waiting for them, unpacked 2 and found that none of them fitted with nut driver 279729530. When taking a nut from a model delivered 2013, lot probably ambbph, it fitted perfectly. All nuts 175491150 are now removed from the hospital.